Event description:
It was reported that electrogram (egm) review of the cardiac resynchronization therapy defibrillator (crt-d) system showed possible left ventricular (lv) lead loss of capture (loc). Technical services (ts) reviewed troubleshooting options. This lv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).